Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient has suffered symptoms including, but not limited to, chronic inflammation, pain and general discomfort of the hip. Update: (B)(6) 2011 - plaintiff's preliminary disclosure (ppd) received (B)(6) 2011. Changed unk asr hip to asr cup & added femoral head, dob, surgeon. There was no new information received that would impact the outcome of the investigation. Update rec¿d (B)(6) 2014 - medical records received. Upon revision, acetabular loosening, stem loosening, and rust colored clear synovial fluid were noted. The stem is being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.